Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, the sampling manifold stopcock furthest to the left seemed to be sucking in air through a crack. As per the user facility, whenever the pump was stopped, the sampling manifold stopcock furthest to the left seemed to be sucking in air through a crack that was not visible to them at the time. The air would enter the manifold, moved up the manifold line, and enter the venous line where it attaches. This happened regardless of the orientation of the stopcock. They changed the tubing and it still occurred which told them it was the actual manifold itself. Additionally, if inspected very closely, it seems there was a hole at the base of the stopcock." No patient involvement. The product was changed out. Procedure completed successfully.

Event description:
New information received indicates that, the event occurred during pre - cardiopulmonary bypass.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 1, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The evaluation of the returned sample shows damage to the manifold. A representative retention sample was inspected and no damage was observed specially on the manifold. All capiox units are 100% visually inspected at several points in the production process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.